Event description:
The nurse reported to our sales rep that while observing a surgery during distal locking it was observed that the target device was cracked. A replacement was available and the surgery was surgically completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.